Event description:
It was reported that the patient had an issue with infection from a previous implant that was removed several years prior to the report.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v044062, product type: lead. Product ID: 7482a51, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# v023993, product type: lead. Product ID: 7482a51, serial# (B)(4),product type: extension. (B)(4).